Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 300 mg/dl. The customer had symptoms such as they experienced diabetic ketoacidosis and a heart attack. The customer treated with the insulin pump. The customer¿s blood glucose level was 300 mg/dl at the time of the call. The customer reported that they were having difficulty inserting their blood glucose sensor prior to the event. The insulin pump was not in auto mode at the time of the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.